Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 vitamin e high wall liner and a g7 vitamin e neutral liner were returned. Visual evaluation identified the following: there were nicks, gouges, and scratches all over the other surface consistent with attempts to insert the product into the shell. No other damages were noted. Complaint sample was evaluated and the reported event was not confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number:110010261, lot number: 6867357, brand name:g7 multihole cup. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat into the cup. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.